Manufacturer narrative:
(B)(4). The delivery system was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Thv training manual states, ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)¿. If there is resistance, it is recommended to withdraw the delivery system and esheath as a whole. In this case, per report the balloon burst was attributed to the patient's moderate stj ca++ (calcification was circumferential and had one area that appeared to be protruding more). The withdrawal difficulty through sheath and subsequent iliac artery perforation, and blood loss were attributed to the balloon burst and device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the delivery system balloon was inflated with 2+ cc of contrast due to borderline annulus sizing. Once the balloon reached full inflation, it ruptured. The balloon appeared to rupture circumferential and not longitudinal. The 26 mm sapien 3 valve was able to be deployed in an 80:20 aortic position with no pvl or cai noted on post op echo. Once the delivery system/torn balloon was reinserted into the esheath, the physician felt resistance. The physician continued to pull the delivery system into the external iliac when it became stuck due to the ¿big surface area¿ that had been created by the bunching of the balloon. At this point, the patient's pressure started to decline. Angiogram showed a ¿large bleed¿. A coda balloon was inflated in the aorta and the patient's blood pressure started to normalize. The physician discussed the surgical repair options with the family, however, the family decided against surgical intervention. The patient's blood pressure started to drop once again, patient had an arrhythmia, and CPR was initiated, however, after 20 minutes the patient expired. The patient was not able to be transfused in time. The balloon burst was attributed to the patient's moderate stj ca++ (calcification was circumferential and had one area that appeared to be protruding more). The patient's minimum luminal diameter measured 7.5 mm. The vessels were mildly calcified and had none to mild calcification. It was reported the patient had 75% focal circumferential calcium in the common iliac.